Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused heart issues and had brain surgery. The patient did receive medical intervention and reported to have stents placed in the carotid artery and brain surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused heart issues and had brain surgery. The patient did receive medical intervention and reported to have stents placed in the carotid artery and brain surgery. The device was returned to the manufacturer's product investigation laboratory for evaluation. The external and internal aspect of the device was inspected and the manufacturer observed evidence of sound abatement foam degradation in the device.